Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the blank screen could not be duplicated during the investigation. The screen was fully illuminated and fully functional at startup. Multiple call service alarms were found in the history of the device that occured at time of event. No pump reboot events were observed before the call service alarms. Unrelated to the display issue, the battery compartment was cracked below the finger pad extending down to the primary seal. There was no observed issue with a loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.